Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low although volume settings were set to high. No adverse impact to customer's blood glucose. A system check was performed and pump was found to be working as intended.